Manufacturer narrative:
Patient is reported as having tried several different implantable pain management systems from various manufacturers. One system reportedly provided pain relief for approximately 1.5 years before becoming ineffective. The second system used reportedly had lead erosion and thus was explanted. The nalu system was implanted for more than 1.5 years before explanting. Patient used a spinal cord stimulator from a different manufacturer as well as a morphine pump in conjunction with the nalu peripheral stimulator system. Despite using multiple pain relief systems, the patient reports ongoing pain and preparation for total knee replacement. There is no evidence that the nalu system failed or malfunctioned. No history of any complaints or incidents on file for this patient related to the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2021. On (B)(6) 2023 the system was explanted in anticipation of the patient undergoing a total knee replacement.